Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis without the stent implant. The inflation issue and leak were able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for inflation issues, leaks, or balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Return device analysis revealed the balloon had a pinhole rupture and the stent implant was not returned. Subsequent information from the site noted that the staff cannot remember if the device had been implanted or was removed from the anatomy. The location of the stent was not determined. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.

Event description:
It was reported that during a procedure of the unspecified coronary artery the 3.0 x 38 mm xience prox stent delivery system (sds) was positioned and failed to inflate; a leak of contrast medium was noted. The device was removed and the procedure was completed successfully using a second unspecified stent. The patient was noted as doing fine and there was no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.